Manufacturer narrative:
It was reported that user experienced a single device communication error and shutdown during a surgery. Technical investigation was performed by reviewing rosanna log file from the subject surgery. This analysis indicated that communication failure occurred during an automatic movement, due to a design defect recorded under reference (B)(4) (legacy rosa (B)(4)).

Event description:
During seeg depth electrode placement, rosa robot arm was positioned on trajectory that would collide with mayfield head frame if moved axially towards target. Cst drove the arm to intermediate and tried to change the final orientation of the same trajectory. After selecting angle +60 (highest possible change), the robot experienced a communication error and shutdown was initiated. After system reboot, same final orientation of trajectory was changed to +55, and no errors occurred.